Event description:
The customer reported after removing and cleaning the lower sheath drawer, it was difficult to engage it back into the track. As the customer forced the sheath drawer back into place, the slide became disengaged, and the customer accidentally cut the right index finger which was inside the track involving tetracxp system for the cytomics fc 500 with cxp software. The customer stated the drawer did not fall out of the fc 500 system as initially reported. The customer had on personal protective equipment (ppe): laboratory coat and gloves during the incident. The customer was able to place the drawer in the correct position with beckman coulter customer technical support (cts) guidance. The customer was not aware of the cut index finger until a co-worker noticed it. The customer went to the employee health center and was given a tetanus shot. There has been no report of patient outcome. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) inspected the lower sheath drawer and found no faults. The unit conformed to the manufacturer's performance specifications. The customer indicated quality control (qc) was normal at the time of the incident.